Manufacturer narrative:
The reported event of high lead impedance was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. As received, only the distal portion of the lead was returned in two pieces, measuring 41.8 cm and 8.2 cm. Final analysis found an external abrasion breaching the superior vena cava cable lumen at 29.0 to 30.0 cm from the distal tip, caused by friction to another device or feature of the heart. Another external abrasion was found at 0.7 cm to 1.0 cm from a designated end, breaching the ring electrode cable lumen caused by friction to the device can. The etfe coating was not damaged in both locations.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had a rising high voltage impedance. The impedance did not go out of range, but the physician elected to explant the lead.